Manufacturer narrative:
(B)(4). Investigation of the returned device found that the whole monofilament was returned loose, both cuffs were still attached to the link, and the posterior cuff was engaged to posterior needle tip. The anterior cuff tabs were damaged. Two of the anterior cuff tabs were broken off and were not returned with the device. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that that could have contributed to the reported complaint. The root cause for the anterior cuff to needle tip detachment is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
During the implantation procedure, it was reported that the ventricular setscrew on this device would not hold the lead; unable to deploy. Therefore, the pacemaker was not implanted.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the "needles didn't take" and a cuff miss may have occurred. Hemostasis was achieved using manual compression. There was no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.